Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The most likely root cause of the reported power switching events and power consumption issue may be due to a combination of a communication error between the controller and batteries and five batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-00853, 3007042319-2015-00854, 3007042319-2015-00855, 3007042319-2015-00856,3007042319-2015-00857 and 3007042319-2015-00858,) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient complaints of five batteries that drop from four bars of charge to one bar of charge; at times the power switches and at times it does not. This happens only when connected to port 1 of the controller. Log-files were sent for analysis. Controller and five batteries exchanged with no effects to the patient. This is report 5 of 6.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of six reports (3007042319-2015-00853, 3007042319-2015-00854, 3007042319-2015-00855, 3007042319-2015-00856,3007042319-2015-00857 and 3007042319-2015-00858,) submitted for devices related to the same event. Batteries have not been received.